Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) has been confirmed. Upon investigation the electrode belt does not communicate with the monitor. The cause for the failure was isolated to the main batt and pgnd wire in the trunk cable read open lead. The root cause for the open cables could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt does not communicate with monitor.